Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Root cause: the product investigation could not identify a root cause. There has been 1 other complaint in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause: root cause has not been identified. (B)(4).

Event description:
A patient reported of cataracts surgery on both eyes and had the lens implantation on both eyes as well. It had been a month since patient had the surgery for right eye but still not able to see up close. The patient just had left eye done and still the same issue. Ophthalmologist advised to get the yag laser to fix this issue. This file is for the patient's left eye.